Event description:
Customer reports that the image flips side to side in 3d reconstructed mode. There was reported pt injury associated with this event.

Manufacturer narrative:
Root cause investigation determined that the flips occurred under a defined work flow. The work flow must be a reconstruction including prone position scans and either image orientation or slab scroll, a feature used for a series with a defined location or position. Images are viewed in the stack mode (all images combined into a single viewport for uninterrupted scrolling) and with slab scroll, images are viewed by section versus scrolling through each image. (B)(4).